Manufacturer narrative:
(B)(4). Multiple MDR reports were filed for this event. Please also see associated report(s): 0001825034 - 2018 - 01074, 0001825034 - 2018 - 01075. Concomitant medical products: 11-301342 arcos con sz b std 80mm 886810, 11-300915 arcos 15x190mm spl tpr dist 035830. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Not returned to manufacturer.

Event description:
It was reported the patient was revised to address infection post-status total hip arthroplasty. Intraoperatively, frank pus and a femoral head fracture with an anterioriorly united gt fragment were identified. The physician performed an irrigation and debridement and removed the hardware. No further information is available at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was confirmed by review of the provided op notes. Revision operative notes state patient underwent right revision total hip arthroplasty placement of nonbiodegradable antibiotic cement, extended troch osteotomy and placement of the stimulant antibiotic delivery device. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. It is reported that a non-zimmer biomet stryker implant was used with the reported biomet components. Zimmer-biomet has not confirmed the compatibility of this combination of devices, and this would be considered an off-label use of this product. However, it cannot be confirmed that this incompatibility has any definitive relationship to the reported event. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.